Event description:
The manufacturer received information alleging visualization of particles breathing issue, cough, dry throat, headaches, throat inflammation, particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.